Manufacturer narrative:
H10: twenty-four (24) actual samples were received for evaluation. A visual inspection with the naked eye noted all twenty-four samples contained punctures and holes in the over pouches. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the outer plastic packaging of twenty four (24) capd disconnect y-sets ¿easily cracked¿. This was identified by the nurse prior to use. There was no patient involvement. No additional information is available.